Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. An emerge balloon catheter was attempted to be used; however, upon introduction, it was noted that the shaft was broken into two pieces outside the patient's body. The procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was fine.